Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they still didn't think that the therapy has ever helped by 50% or greater since they got it and that they were still getting up 3 and 4 times a night and in the last 2 weeks they have been having accidents where getting up out of bed they weren't able to make it to the bathroom in time because the urine just kept streaming out. Patient stated the "test leads" helped them tremendously but then they got the permanent implant and it never helped. Patient had called because they wanted to try increasing the stimulation on their current program. Patient services walked the patient through connecting to their settings. Patient was on program 2 at 1.9 ma. Patient increased the stimulation to 2.0 ma and stated they didn't feel it in the bike-seat but rather at the "connector" (ins) site. Patient denied having had any traumas or falls that would have led to the event. Patient services reviewed stimulation considerations with the patient and suggested the patient try another pr ogram where they felt the stimulation in the bike-seat however the patient instead chose to increase the stimulation to 2.1 ma and confirmed feeling it where the "buttock meets the thigh," which they confirmed they thought was bike-seat. Patient wanted to leave their stimulation at that level and monitor their symptoms for 2 weeks like their managing health care provider (hcp) had told them to do. Patient stated they'd tried programs 4, 3, d and now program 2 so they had other programs to try yet but they'd monitor their symptoms for now. Patient services redirected the patient to follow up with their hcp about feeling the stimulation at the implant site at 2.0 ma on program 2 and to call back if they needed further assistance in making a setting change.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went to the doctor on march 20 and they changed the program. Patient is getting up 3 to 4 times a night with urgency and occasional accidents. When patient first came home from the hospital they were at 4. 9 and it was extremely high and the patient didn't feel it until they were in the car going home. Currently patient is on program 2 at 1.6ma. Walked caller through how to increase the stimulation. Patient increased their stimulation to 1.9ma. Patient will maintain stimulation level and will continue to track symptoms. Patient said, when they had the trial it was perfect and they slept through the night six hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of not feeling stimulation until they were in the car going home was not determined. The most likely cause was perhaps due to the patient not being fully awake from anesthesia when the device was turned on in the recovery room. To resolve the issue, the rep helped the patient turn down the stimulation when they called two days after discharge. Additionally, the patient stated the cause of the stimulation feeling extremely high was unknown. The issue was not resolved and no further action would be taken. As it related to feeling stimulation at the ins site, the patient stated the cause was unknown. Other than turning the device down two days after discharge, no further investigation was done. Furthermore, the patient stated they have still not achieved the relief of symptoms that the test lead provided. Patient stated the reps told them it takes time, and that it has been about nine months since being implanted.